Event description:
The patient reported that their insulin pump broke about two weeks ago. There was no adverse impact to the customer's blood glucose level. The customer declined further troubleshooting, and no additional information was received regarding the outcome of the event. Customer reverted to an alternate method of insulin delivery.